Manufacturer narrative:
(B)(4). The investigation was completed on 06/26/2017. Retain product was tested and functioning according to specification. Return product was not available for investigation.

Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 03/28/2017, abbott point of care was contacted by a customer regarding I-stat cg4+ cartridges that yielded suspected discrepant results on a (B)(6) male patient during post op. The customer states that the results reported did not match the trend of the patient on the first test. The customer reports that the nurse re-tested and the results generated matched the trend of the patient. The patient was being tested every two hours. There was no additional patient information at the time of this report. The customer states that return product is not available for investigation. Event date: (B)(6) 2017, collect: 20:10, test: 20:10, sample: a, ph: 7.193, pco2: 39.4, po2: 93, hco3: 15.2, be: -13, so2: 95%, lac: 0.77, tco2:16; (B)(6) 2017, 20:10, 20:14, a, 7.469, 38.2, 104, 24.0, -1, 98%, 0.83, 25. There are no injuries associated with this event. The investigation is underway.